Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient¿s spouse woke and found the patient unresponsive. The patient¿s cgm displayed 73 mg/dl and had not alerted (low alert setting 70 mg/dl). The spouse performed a bg and the glucometer displayed low. She administered glucagon to the patient and called emergency medical services (ems). Upon arrival, ems performed a bg which was 39 mg/dl; the cgm displayed an unspecified value above 50 mg/dl. Ems treated the patient with IV glucose and the patient regained consciousness an unspecified amount of time later. The patient was not transported to the hospital. At the time of the report, the patient was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.